Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -6.00 diopter, into the patient's right eye (od) on (B)(6) 2017. After implantation, patient experienced excessive vault, angle closure with elevated iop, glare/halos, and blurred vision. A lens exchange has been planned but not performed.